Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(4) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events: perforation (fallopian tubes), (pelvic/abdominal), nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and salpingitis ('salpingitis') in an adult female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement along with ablation". The patient's medical history included left lower quadrant pain, left oophorectomy, cystoscopy, dyspareunia, chronic cervicitis, adenomyosis, multiparous, pelvic adhesions and ureteral stent insertion. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy and salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, salpingitis and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, nausea, pelvic pain and salpingitis to be related to essure. The reporter commented: the essure device was placed in the left tubal ostia without difficulty revealing 2 coils. The same technique was performed on the right tubal ostia. The essure device was appropriately set in place revealing one coil in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and salpingitis ('salpingitis') in an adult female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement along with ablation". The patient's medical history included left lower quadrant pain, left oophorectomy, cystoscopy, dyspareunia, chronic cervicitis, adenomyosis, multiparous, pelvic adhesions and ureteral stent insertion. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). The patient was treated with surgery (salpingectomy and salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, salpingitis and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, nausea, pelvic pain and salpingitis to be related to essure. The reporter commented: the essure device was placed in the left tubal ostia without difficulty revealing 2 coils. The same technique was performed on the right tubal ostia. The essure device was appropriately set in place revealing one coil in the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: event salpingitis added and made medically significant and intervention required due to surgery. Event essure placement along with ablation added, reporter, medical history, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.